Event description:
Clinical study. It was reported that 1292 days post index procedure, the patient experienced a target vessel revascularization (tvr). Clinical assessment indicated the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. One 14mm long target lesion located in the mid lad with a reference vessel diameter of 3.0 mm and 80% stenosis was randomized into the study. The target lesion was treated with pre-dilatation and placement of a 3.0 16 mm study stent, reducing the stenosis to 0%. There were no reported procedural complications and the patient was discharged one day later on protocol doses of aspirin and plavix. On day 1281, the patient underwent echocardiographic stress testing, which was considered positive for provocable myocardial ischemia. Patient was scheduled for coronary angiography which revealed 80-90% in-stent restenosis. At 4 days later, the pt underwent CABG x 4 with lima to lad, rima to pda, svg to diag1 and svg to intermediate coronary artery, and discharged 4 days later. In the opinion of the physician, there was a definite relationship of tvr to study stent. In the opinion of the physician, there was no relationship to the index procedure nor prior co-morbid conditions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.